Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient experienced pocket pain. The device was explanted and there were no reports of further complications. The patient is considering a paddle implant with nevro in the future since she received fantastic results during the trial period.